Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the lamp turned off during a procedure. The surgery was completed with no harm to the pt. A sample is expected to be returned for evaluation. Additional info has been requested but non has been received to date.